Event description:
Healthcare professional reported right side capsular contracture baker grade iii and that "patient said they can feel the seam of the implant." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Visibility/palpability: unable to observe, as it is a medical event. That is not related to the device. Additional observations: crease fold is observed, white particles are observed. Device appearance (observed, split in patch area (ss), it is out of specification, per qa199.04, was identified. Which is characterized, as a workmanship. However, this workmanship is not relationship with the complaint). No further actions are required, as the device was implanted. Fi summary: the review of the documentation associated to the manufacturing process, indicates that all devices with lot number 3036452 were released in accordance with abbvie¿s procedures, and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified, during the investigation associated to this lot and the complaint. According to the device analysis performed in the laboratory, was observed split in patch area (ss), it is out of specification per qa199.04. According to the analysis review, the reported complaint was unable to observed. However, the workmanship is not related to the reported complaint. A review of the current risk documents was performed, and the event of split in patch is a known event, for which manufacturing process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade ii.I and that "patient said, they can feel the seam of the implant". Device has been explanted and replaced.